Event description:
Healthcare professional (hcp) reports one incident of a blood leak that occurred 38 minutes before the end of patient's treatment. Blood leak was verified visually in dialysate by hcp. Blood was not returned to patient resulting in approximately 150cc blood loss. Md ordered for treatment to be discontinued and treatment was not resumed. No pt injury or medical intervention reported per hcp.